Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lays user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultramini was promoting the apply sample message. The medical surveillance specialist (mss) attempted to reach the reporter/patient for follow-up. A letter requesting a call back has been sent. The reported issue began on (B) (6) 2010 at 3:00 pm. The patient passed out 20 minutes following the onset of the reported issue. She was administered a glucagon injection as treatment. At 3:30 pm the patient ate more food/drink. She was tested on another device and a result of 46 mg/dl was obtained at 3:30 pm. It would have been helpful to know the results obtained prior to the onset of the alleged issue, patient diet, medication regimen prior to the alleged issue, his symptoms developed prior to passing out, testing frequency, usual blood glucose levels, whether medical attention was sought, whether the other device was a back up meter, and other potential health conditions. The customer care advocate (cca) confirmed that the test strips did completely draw the sample and the correct testing steps were followed. The cca walked the reporter through as retest and the issue was not resolved. Replacement products were sent. This complaint is being reported since the patient experienced a hypoglycemia and passed out after the onset of the alleged issue.